Event description:
It was reported while using bd prn adaptor the cap was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 2023.5.9 the patient underwent laparoscopic overnight indwelling needle to place a new heparin cap, but the liquid still leaked after tightening, and the cap was used normally, and no adverse events were caused to the patient after replacement of another heparin cap. Material# information updated according to cat# & lot# list provided by suzhou plant.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2222245. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd prn adaptor the cap was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6)2023the patient underwent laparoscopic overnight indwelling needle to place a new heparin cap, but the liquid still leaked after tightening, and the cap was used normally, and no adverse events were caused to the patient after replacement of another heparin cap. Material# information updated according to cat# & lot# list provided by suzhou plant.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.